Event description:
It was reported that the tip of the fiber got broken during the laser lithotripsy for kidney stones and fell into the renal pelvis. There were significant number of kidney stones, and the procedure had already exceeded two hours, therefore, the extraction had been discontinued due to scheduled re-operation; the operation was then terminated. Re-extraction will be performed during the re-operation at a later date. The patient was under general anesthesia; there were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the fiber got broken during the laser lithotripsy for kidney stones and fell into the renal pelvis. There were significant number of kidney stones, and the procedure had already exceeded two hours, therefore, the extraction had been discontinued due to scheduled re-operation; the operation was then terminated. Re-extraction will be performed during the re-operation at a later date. The patient was under general anesthesia; there were no patient complications.